Manufacturer narrative:
Device evaluated by MFR: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Event description:
A facility representative reported intermittently giving vacuum one too high error. Surgery was completed by restarting the equipment. There was no patient impact reported.

Manufacturer narrative:
As a result of an internal review of the file, it was determined that the information provided for this event does not represent a reportable (intermittently giving vacuum one too high error). The initial report was submitted in error. No other reports will be submitted. This was handled as service request. The manufacturer internal reference number is: (B)(4).

Event description:
Pr downgraded due to no additional information obtained, as per criteria this complaint does not meet the reportable product complaint criteria, therefore no record is required, as these events will be processed in the service database.